Manufacturer narrative:
Ventilator works ok after servo module replacement. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: calibration of the flow sensor failed. Ppat = -7 mbar at tsw 6 (zero calibration) and can not be calibrated to proper value. The event did not occur during ventilation.

Manufacturer narrative:
Update 12-oct-2023: the case was closed, the root cause was a defective servo module.

Event description:
Hamilton medical ag received the following description: calibration of the flow sensor failed. Ppat = -7 mbar at tsw 6 (zero calibration) and can not be calibrated to proper value. The event did not occur during ventilation.